Event description:
It was reported that during an arthroscopic labral repair of the shoulder, the patient's shoulder swelled up within the first ten minutes of the case; the case was aborted. Pump setting was 35. It was reported the patient may have had a capsule tear that caused fluid to escape outside the joint space. The procedure was not completed. The exact date of the case was not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The pump and tubings were received and evaluation was conducted; the complaint was not confirmed. The complainant's event could not be recreated. The pump was observed to function properly and pass all function tests. No leaks were present in the tube set or pump. Device history record revealed nothing relevant to this event. As reported and based on device evaluations, the most likely cause of this event is a capsule tear that caused fluid to escape outside the joint space. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for these part/serial and part/lot number combinations. The potential causes of this event are being communicated to the initial event reporter.